Event description:
A report was received that the patient had his system explanted due to the leads migrating down into the pocket. The physician explanted all devices. The patient is doing well following the procedure.

Manufacturer narrative:
This is the final report.